Event description:
Event description guidant received information that this implantable lead exhibited an out of range shock impedance reading of <25 >125 ohms during a routine device interrogation. Impedance measurements were within normal limits during an interrogation 6 months ago. Technical services (ts) discussed options with the patient's physician, including invasive evaluation. No symptoms have been reported.